Manufacturer narrative:
Baxter received the device. The reported symptom was not evaluated for during device evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an occlusion error. There was no known patient injury or medical intervention associated with this event. No additional information is available.